Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient¿s lead exhibited low impedance. The lead was not used, and a new one was implanted. The physician elected to complete the procedure using another lead. The patient condition was stable.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted.